Event description:
It was reported that prior to the beginning of a procedure the laser system displayed errors indicative of a system malfunction. The customer was unable to clear the errors that occurred. The laser system was no longer able to be utilized and the customer completed the case via turp. There was no report of a patient injury; however the manufacturer is filing this as a surgical intervention due to the patient requiring an alternative procedure as a result of the system malfunction.

Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced.